Manufacturer narrative:
It was initially reported, the package was damaged. This was reported as a device malfunction on the initial MDR. This was reported in error. Event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death or serious injury and there is no precedence of this malfunction leading to an adverse event. H1: malfunction is listed as the type of reportable event. This was selected because h1 is a required field in our reporting software. There was no reportable device malfunction and this is not a reportable event. The initial MDR was reported in error. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to an unknown procedure using a ureteral dilator, the package was damaged. There was no use of the device on the patient. The procedure was completed by using another device. There has been no adverse effects reported due to the alleged malfunction. Additional information has been requested. A follow up report will be submitted if additional details requested are received.